Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hosp for high blood glucose levels. The customer did not provide the exact date of hospitalization. She stated she had changed her infusion set on the day prior to being hospitalized. The customer refused to do any troubleshooting on the insulin pump.